Event description:
Adverse event:(s) "none reported" (no consequences or impact to patient). Product problem(s): "phaco stopped working" (device works differently than expected). Reporter indicates, the phaco stopped working and the unit was switched out to complete the case. Only one case had no phaco. There was no patient or procedural change.

Manufacturer narrative:
During the onsite investigation, the system was found to meet product specifications. However, no samples of the components were returned for evaluation and the root cause of the reported event is unknown at this time. (B) (4). (B) (4).